Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
As reported to implant patient registry (ipr), fifty-one days post implant of the sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve. The reason for the explant is unknown. The patient underwent a valve-in-valve tavr procedure with a s3 valve in a carpentier-perimount surgical valve in aortic position. The patient did well, but the hospital course was complicated by uti and pneumonia with staphilococcus aureus and was treated with antibiotics. The patient subsequently had an episode of fever and blood cultures grew out methicillin-resistant staph. Aureus (mrsa). A little over one month post tavr, the patient was re-admitted for acute mrsa endocarditis of the tavr valve and the decision was made to perform redo aortic valve replacement. The valves were explanted and replaced with a surgical valve. Per the operative report, "there was either a vegetation or thrombus on the underside of the aortic valve leaflets. Underneath the annulus at the left and right commissure was approximately 3mm pocket". There were no complications and the patient tolerated the procedure well. The patient was discharged in stable condition on post-operative day 10 to a skilled nursing facility to continue antibiotic treatment.

Manufacturer narrative:
UDI: ((B)(4). Thv tvt registry per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The source of the endocarditis was attributed to the pneumonia with staphilococcus aureus (mrsa).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported to implant patient registry (ipr), fifty-one days post implant of the sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve. The reason for the explant is unknown.